Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they turned therapy off a couple days ago and wanted to turn therapy on again. Patient is still constipated and getting some electrical current sometimes. Patient states therapy has helped very little since implant and patient has only had 2 good bowel movements. Patient also states since implant, having pain from hip to hip and muscle aches from where the incision is to the other side when therapy is on or off. Patient has not had any falls or accidents. The patient was redirected to their healthcare provider to further address the issue. Patient states communicator is not powering on. Patient states not knowing they were suppose to charge it. Patient will charge communicator and call back if further assistance is needed.